Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (240-300 mg/dl). The infusion set site was changed and a bolus via the pump was delivered to address the bg level. The customer observed moisture on the back of the pump that smelled like insulin. No damage was observed on the cartridge. The customer changed the cartridge and infusion set successfully and observed insulin dripping from the end of the tubing as expected. The customer declined further troubleshooting.